Event description:
Caller reports that during a correlation study, the following coaguchek xs / laboratory results were obtained: 4.4 inr / 7.0 inr. Pt received 2.5mg vitamin k and held coumadin on the day of the reading. No adverse event reported. Requested return of suspect system and replacement sent.

Event description:
Caller reports that during a correlation study, the following coaguchek xs / laboratory results were obtained: 2.5 inr / 3.7 inr. No treatment info provided. No adverse event reported.